Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer clinical engineer. The rse had the customer reboot the mx800 monitor, which resolved the issue. Based on the information available and the testing conducted, the cause of the reported problem was related to the mx800 monitor. The reported problem was confirmed. It was unknown if the issue with the monitor was software or hardware related, as no further information was received. The device was operational after the monitor was rebooted. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting phone, address state and institution phone : (B)(6).

Event description:
Philips received a complaint on the intellivue mx800 patient monitor indicating that qrs sounds, but no alarm sounds; the volume was set to 10. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.